Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal femoral nail antirotation ( pfna) blade was inserted into the patient, but the surgeon was not able to lock the blade. The blade was removed and another pfna blade was inserted without difficulties. There was no surgical delay this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the u.s. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the locking screw is too much inside the blade. The investigation off the complaint proximal femoral nail anti-rotation (pfna) blade has shown that the locking screw is too much inside the blade and therefore the blade could not lock anymore. This could happen, when the impactor instrument is not attached correct to the pfna blade and will be screwed into the blade without contact with the thread. A functional test was performed after unscrewing the locking screw out of the blade and it was detected, that the article is fully functional. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.